Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -14.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to refractive suprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 11-dec-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and deformed with residue/debris on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).